Event description:
The pt has only heard variations of static after monopolar cautery was inadvertently used over the implant site. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery was performed. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.